Event description:
A healthcare worker reported a male patient experienced staining and felt strange burning in his mouth following a procedure that utilized a tee probe. The probes are disinfected with disopa and the physician reported the probe was not rinsed off adequately. The patient's teeth were cleaned to remove the staining. It was reported that the physician advised the patient to drink milk and administered an unspecified drug to protect his mucus membranes. The patient recovered from this event.